Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-18374. It was reported that the patient was experiencing ineffective stimulation. Surgical intervention occurred on (B)(6) 2022 in which the patient's leads were repositioned to address the issue.